Event description:
Rptr complains of aches and pains, breast hardness, painful breasts, itching, redness and swelling of skin, enlarged glands and lymph nodes, fatigue, hair loss, rash, shortness of breath, weight loss and gain, heavy menstrual bleeding, infections, and rheumatoid arthritis.